Manufacturer narrative:
This supplemental report is being submitted to provide the additional information that was provided from a follow up with the customer. This implant was restored with an incompatible abutment, of which ds is not the legal manufacturer. This led to unfortunate loading conditions which caused the implant fracture. H6 updated: health effect - clinical code: added 2377. Medical device problem code: added 1494. Type of investigation: added 10. Investigation findings: added 4248. Investigation conclusions: added 18 h6 updated: health effect - clinical code: added 2377. Medical device problem code: added 1494. Type of investigation: added 10. Investigation findings: added 4248. Investigation conclusions: added 18.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. The product is not available for investigation. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss due to implant fracture.